Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 02dec2019 and investigated on 20dec2019. Signs of clinical use and no evidence of blood were observed. The aortic cutter device was returned. A visual inspection was conducted. The safety lock was observed to be unlocked but the actuation button was not depressed. The delivery device, and seal- tension spring assembly were returned outside the loading device. The slide lock was disengaged. The plunger was not depressed on the delivery device. The seal was also inspected. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .199 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for fitting problem was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal would not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.